Event description:
It was reported that the leep unit had low output range on coag and high output range on blend. No patient harm. Unit to be returned for repair. No additional information available. Lp-20-120 leep 2026-05-0000351.

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.